Event description:
It was reported that there was a black mark on the reservoir of a small volume intermate. This was noted before patient use. The device was filled with cefuroxime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was manufactured from november 24, 2014 to november 26, 2014. The device was evaluated at the compounding facility. Visual inspection noted black particulate matter on the reservoir. The reported condition was verified. The cause could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.